Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that an altitude alarm occurred. The customer continued to use the pump for insulin therapy. Reportedly, the pump was not outside the labeled altitude operating range. Multiple attempts were made to complete the trouble shooting, however, no response was received. The customer's blood glucose was 270-279 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.